Event description:
It was reported that the procedure performed was to treat a moderately calcified, mildly tortuous left circumflex coronary artery that is 90% stenosed. During vessel preparation with an unspecified semi-compliant balloon, a perforation occurred. The 2.80x19mm graftmaster covered stent failed to cross due to anatomy. Subsequently, the 3.50x19mm graftmaster covered stent also failed to cross due to anatomy. Prolonged dilatation using an unspecified balloon was used to manage the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation: updated from yes to no.